Event description:
The customer reported via phone call that they had two low blood glucose events. Customer reported experiencing low blood glucose on (B)(6) 2015. Customer's blood glucose was 23 mg/dl during this incident. The customer reported the paramedics were called to transport the customer to the emergency room where they were not admitted. Customer also reported a low blood glucose incident on (B)(6) 2015 where their blood glucose declined to 16 mg/dl. The customer stated they were hospitalized during this incident. Customer stated their low blood glucose was caused by their medications, vertigo, periodontal disease and/or menopause. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.